Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The severely calcified, 75% stenotic lesion was located in the moderately tortuous left circumflex - obtuse marginal branch bifurcation. The 2.75 x 32mm taxus liberte drug-eluting stent (des) stent struts were damaged when inserted. The procedure was completed with another of the same device. No patient injury or complications were reported. The patient's condition was reported as good.

Manufacturer narrative:
The returned unit was consistent with the complaint incident. Visual examination of the stent revealed damage. Some proximal stent struts were raised and one distal stent strut was pulled distally towards the tip. This type of damage is consistent with the device encountering some form of restriction.. A review of the top assembly shop floor paperwork identified that during the manufacture of this batch, four (complaint related) units were scrapped for 'cone puff profile'. A rework was performed on this batch. No product was affected by this rework. . Root cause could not be identified. A review of the manufacturing records found that the device met its material, assembly and product specifications at the time of release to distribution.